Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported stripes on the image occurred due to a damaged charged coupled device unit and the loss of image occurred due to a damaged electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a vertical stripes on the image and no image. There were no reports of patient involvement.